Event description:
Ventilator-3. A pt was on a continuous respirator, the siemens servo 300, when it began to click loudly and smoke. The ventilator was replaced and this device was sent to the biomedical department for inspection. There was no harm to the pt. The examination by the biomedical department indicated a defective o2 module. This problem is similar to an earlier event with this model and MFR involving the 02 component. The biomedical engineer contacted the MFR, who sent a rep to the facility, the rep took the o2 module back for further evaluation. There were no unusual activities or circumstances surrounding this event.